Event description:
The pt was seen at the clinic for one year evaluation post implant. Telemetry readings for channels 9-12 had significantly increased impedances (channels 9 and 10 were 'hi') compared with the telemetry results from 4 months ago. Channel 9-12 were deactivated and observation of the pt was continued. The decision to reimplant was made by the ci team because pt went from 2 'hi' channels to 5 'hi' channels on telemetry testing. Short circuits were also seen in the telemetry. It was thought that an electrode failure was imminent.